Event description:
It was reported that the pacing measurements (impedance and sensing) were not acceptable despite repositioning attempts. Device was removed from service. No patient complications have been reported as a result of this event.